Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos and one device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection procedure. The stapling device was being used for the end to end anastomosis on the rectum 3 cm from the sphincter. The stapler correctly applied and closed on the large intestine. The green indicator was visible, the safety shift was released, and the stapler was fired. The knife cut the tissue but no staples were found in the tissue or the patient cavity. The anastomosis had spread apart. The anvil could be tilted after firing. The anvil was not bent an the stapler sizers were not used. There was medical or surgical intervention needed to prevent a permanent impairment of a function, there was a temporary ileostomy created. There was temporary injury as a result of the event. There was tissue damage due to the ileostomy, but was not considered permanent. The surgical time was extended by two and a half hours to manual suture the rectal anastomosis and create the ileostomy. There will be an additional operation performed to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event extended the patient hospitalization by 5 days.